Manufacturer narrative:
It was reported that the patient received a revision surgery due to a subluxation of primary hip several days post-operative. A polarstem stem lat.ti/ha 10 non-cem were explanted, which intent use is in treatment. Smith and nephew has not received the device/ adequate materials to fully evaluate the complaint. The manufacturing documentation did not reveal any deviation which could explain the occurred failure. Additionally, no other complaint can be found for the specific article or batch number, which reports a similar issue. The root cause remains undetermined. At that moment no further actions are planned. The risk of a luxation is mentioned in our current risk management file and our current instruction for use for hip implants 12.23 ed. 05/16. If additional clinically relevant materials or the product itself will be received, the complaint will be re-assessed. S+n will monitor this device for similar issues.

Event description:
It was reported that the patient received a revision surgery due to a subluxation of primary hip several days post-op. The femoral head and the polarstem stem lat.ti/ha 10 non-cem were explanted. An atlas cup (alternative company) was also explanted. Surgeon implanted size 62 r3 multihole cup with flat 4mm offset liner (36mm head) and size 11 collared polarstem. No blame attributed to smith and nephew implants for revision. Patient outcome is unknown.